Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated. The power supply was replaced and the transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a "communication failure' error message and would not reboot. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.